Event description:
It was reported that an ilet bionic pancreas displayed an unresponsive touchscreen with visible screen cracks near the top, consistent with wear and tear, resulting in intermittent touch function and subsequent nonuse; the device was not synced prior to shutdown and a replacement was arranged with instructions for return and data sync via the mobile app. Symptoms included no injury. Outcomes included no medical impact and continued diabetes management using the cgm with phone or receiver until replacement. Investigation included review of device condition and user report, confirmation of serial number, and logistical assessment for replacement and return. Investigation of this case revealed physical damage to the display component leading to loss of touchscreen responsiveness. It was concluded that the device failure was attributable to mechanical damage to the screen rather than a software or systemic malfunction.